Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult dual-heated evaqua breathing circuit was returned to fisher & paykel healthcare where it was visually inspected. Results: visual inspection revealed a hole approximately 11 cm from the proximal connector on the evaqua expiratory limb. A lot check revealed one other complaint of this nature for lot number 121008. Conclusion: based on the inspection of the damage, it is likely that the evaqua expiratory limb was punctured or scratched by a blunt object. All rt340 breathing circuits are pressure tested for leaks prior to distribution and those that fail are rejected. This suggests that the breathing circuit was damaged post-production. (B)(4). The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage.

Event description:
A hospital in (B)(6) reported to our distributor that there was an air leak on the expiratory limb of an rt340 adult dual heated evaqua breathing circuit. No patient consequence was reported.